Manufacturer narrative:
(B)(4). The device was filled with 2g of ampicillin in 200 ml of sodium chloride. The device was received for evaluation against the reported condition. Visual inspection and functional leak testing were performed on the device. Visual inspection of the device via the naked eye showed no obvious signs of physical abnormality that could have caused the reported problem. During the functional leak test, the device was filled with colored water, and a leak was immediately observed coming out of the solvent-bonded junction of the tubing and stress-member. The reported leak was verified. The cause was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.